Event description:
The account reported the bed brakes are not functioning properly. No pt injury reported.

Manufacturer narrative:
The technician found upon inspection the head brake casters were braking but spinning at the base of the casters and the foot brake casters were not holding in brake mode, the wheels would still move. The technician replaced the brake casters and brake steer caster to resolve the issue. Based on this information, no further action is required.